Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced difficulty pairing a new dexcom g7 continuous glucose monitor (cgm) with the ilet, with the pump initially not showing cgm data or sensor details for an extended period with signal loss to the pump only; cgm values were subsequently visible on the ilet after troubleshooting and warm-up. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the cgm and pump, consistent with intermittent communication failure associated with the electrical and magnetic subsystem and antenna components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.